Event description:
1000ml bags of lactated ringers have been found to have faulty hang tags. The bags are spiked then hung. The tab then breaks causing the bag to fall from the IV pole. There are multiple reports beginning in january.what was the original intended procedure?IV infusion.